Event description:
The facility representative contacted baxter to report a colleague infusion pump with a liquid crystal display issue in which there was a white patch across the lower-midsection of the screen. There is no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a display issue was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty screen due to white patches on the screen. No repairs were made for the reported condition. Additional information: this involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00.